Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Updated h3: this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. It is unclear if there was any deviation from IFU in reprocessing steps for the area foreign material remained. There was no physical damage at the foreign object detection point. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in the gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.